Event description:
It was reported that the patient experienced a procedure to explant an inflatable penile prosthesis(ipp) cylinder. A tactra device was implanted to complete the procedure. A patient outcome was not reported.